Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. The sample was visually inspected, and no defects noted. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 150mmh2o. The catheter was visually inspected; the end was slightly jagged. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test with no occlusion was noted. The valve was leak tested and no leaks noted. The catheter was irrigated, and no occlusion were noted. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined for the valve as no functional problem was noted with the valve. The root cause for the broken catheter, could be due to the catheter being pulled or a sharp or pointed object coming into contact with the catheter. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve separated and was revised. The shunt malfunction was confirmed. The cerebral catheter was entangled with the choreoid plexus, therefore it was not removed. Then the patient visited the hospital because he felt sick, and lumbar catheter separation was confirmed by x-ray images. A revision surgery was performed. When the initial lp valve was implanted, the paramedian puncture was made between l4 and 5. There was no lumbar degeneration confirmed. The reason of valve implant is congenital hydrocephalus.